Event description:
An abdominal stent graft system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely calcified and moderately tortuous in the left iliac artery and moderate calcification and moderately tortuous in on the right iliac artery. It was reported the physician elected to place a talent iliac extension stent graft and attempted to advance the bifurcated stent graft through the iliac limb, however, unable to be advanced. The bifurcated device was inserted and removed from the left artery. The device was inserted and removed from the right artery. Then inserted again in the left artery, however, the device still would not advance and the device kinked. The physician placed another manufacturer's peripheral stent in the left iliac resulting in a dissection of the artery. The physician in the right side and placed a covered stent down to the hypogastric artery. It was reported that the pt expired later that night. The device has been returned and the analysis has been completed. There is a severe kink on sheath at 100mm from the edge of graft cover. There are multiple kinks at 15mm, 25mm and 35mm from end of strain relief. Od of sheath 6.8mm (21f). During eval of the device no abnormalities were noticed. There was a severe kink observed on the stent graft, which confirmed the complaint. The kink was determined to be due to pt vessel morphology.

Manufacturer narrative:
Evaluation: results: (severely calcified and moderately tortuous in the left iliac artery and moderate calcification and moderately tortuous in the right iliac artery). (Dissection). Conclusions: (severely calcified and moderately tortuous in the left iliac artery and moderate calcification and moderately tortuous in the right artery). (Dissection).